Event description:
Related manufacturer reference number: 3006705815-2022-18574, 3006705815-2022-18575. It was reported both patient¿s leads had high impedance values which prevented the system from entering MRI mode. The patient did report being involved in a scooter accident prior to this issue occurring. As a result, the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.